Manufacturer narrative:
Siemens filed the initial MDR 1219913-2025-00057 on 24-mar-2025. Additional information (16-apr-2025): siemens has concluded the investigation for the issue reported by a customer from outside the united states (ous) regarding observation of an elevated atellica im alpha fetoprotein (afp) result which was discordant relative to repeat testing. The customer stated that calibration and quality control (qc) were within the range. Siemens reviewed auto check files, and no instrument issues were noted. Preanalytical variables could not be ruled out as a cause of the initial elevated results. Return of the patient sample for further investigation by siemens was not warranted as the customer had performed appropriate testing. Based on the available information, the cause of the discordant result was unable to be determined. The customer is operational, and the reported issue was resolved by routine troubleshooting. A product problem has not been identified. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.

Event description:
The customer reports an observation of an elevated atellica im alpha fetoprotein (afp) result which was discordant relative to repeat testing when using afp kit lot 285. An initial elevated result was obtained for one patient sample. The initial result was not reported to the physician(s). The same sample was retested on an original analyzer. The repeat result recovered lower than the initial result. The repeat result was considered correct and reported to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported an observation of an elevated atellica im alpha fetoprotein (afp) result which was discordant relative to repeat testing when using kit lot 285. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is evaluating the event.